Event description:
It was reported that prior to an unknown procedure, the handpiece is broken. The screw on top is broken. Case completed with another device of the same product code. No patient consequence.